Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had the number 2 key not operating. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause of the condition was determined to be the keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had the number 2 key did not operate. No additional information is available.